Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device will not be returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. This event will be reevaluated, as appropriate, if additional information becomes available.

Event description:
In this event it is reported that a reciproc files 6x file broke during use. Broken piece remains in root canal. The outcome of the event is unknown as of this MDR evaluation. Patient is forwarded to and endo specialist to remove the broken part.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.